Event description:
The customer reported that the css console was supporting a pt, and the pt was doing well. Shortly after pulling the chest drainage tubes, the css console exhibited low cardiac output alarms. The pt was switched to a backup css console. There was no adverse pt impact. The css console was taken to the hospital lab for eval by the biomedical engineer, who performed calibration and other tests on the console, but he was unable to resolve the alarm issue. The customer reported that pulling the chest drainage tubes appeared not to be related to the alarm issue.

Manufacturer narrative:
The css console was returned to syncardia for eval. The results of the investigation are set forth in the failure investigation report attached hereto. The failure mode reported in the field by the customer could not be reproduced in the lab at syncardia. Testing of the css console revealed that the flow monitoring system, related pneumatic lines and wiring were operating as intended. The css console was set up and tested on a mock circulation tank in the same manner as at the customer's site in an effort to reproduce the alarm condition reported by the customer; however, the test results obtained by the customer could not be duplicated at syncardia. The console underwent full testing and calibration, as well as full quality checkout, prior to being returned to finished goods. This alleged failure mode poses a low risk to the pt because it did not prevent the css console from performing its life-sustaining functions. The low cardiac output alarms were activated when no alarm condition existed. Syncardia has completed its evaluation of this complaint and is closing this file.